Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air/water tube, jet tube and air/water cylinder had foreign material. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. No physical damage was confirmed at the place where the foreign material remained. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif-ez1500 operation manual, chapter 3 "preparation and inspection"; preventive measure: gif-ez1500 reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.